Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, flushing was performed with the telescope in the retracted position using the included syringe and an extension tube. Flushing difficulty was encountered. After performing the flush outside the body, air ingress was later detected during imaging inside the patient. The procedure was completed with another of the same device. No patient complications were reported.